Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope had foreign material clogged in the instrument channel tube. The issue occurred during preparation for the diagnostic enteroscopy procedure. There was no delay and the patient was not under general anesthesia. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, olympus confirmed foreign material came out of the device, but the type of the material could not be identified. There was no damage to the area where the foreign material was detected. However, a definitive root cause of the foreign material could not be determined. The event can be detected/prevented by following the instructions for use (IFU)which states: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.